Event description:
It was reported the subject device, had an error code b30 when it plugs into the video tower. The issue occurred that during an unknown therapeutic procedure there was no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due to an electrical component problem identified; expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.